Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed the 168 hour extended tests at the customer's settings. The ventilator passed the initial final test and the initial alarm volume tests. The unit passed all testing.

Event description:
It was reported to carefusion that the ventilator was displaying low tidal volumes and high peep readings. This reported issue is in regards to a demo ventilator, therefore there was no patient involvement.